Manufacturer narrative:
Preliminary analysis revealed that a lightning could lead to electromagnetic interferences.

Event description:
Reportedly, during the night between (B)(6) to (B)(6)2019 , the patient received 11 inappropriate shocks within 4 minutes when driving and was hospitalized in emergency. After device interrogation, all electrical parameters seemed normal. The patient reported that a storm occurred that night and that the car was not far from a lightning. Preliminary analysis revealed episodes of ventricular noise oversensing that led to inappropriate shocks. The noise pattern most probably originated from emi (electromagnetic interferences).

Event description:
Reportedly, during the night between 11 to (B)(6) 2019, the patient received 11 inappropriate shocks within 4 minutes when driving and was hospitalized in emergency. After device interrogation, all electrical parameters seemed normal. The patient reported that a storm occurred that night and that the car was not far from a lightning. Preliminary analysis revealed episodes of ventricular noise oversensing that led to inappropriate shocks. The noise pattern most probably originated from emi (electromagnetic interferences).

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191018 - file-2019-02935 - analysis_and_closure_report_resp-2019-01401.pdf].

Event description:
Reportedly, during the night between (B)(6) 2019, the patient received 11 inappropriate shocks within 4 minutes when driving and was hospitalized in emergency. After device interrogation, all electrical parameters seemed normal. The patient reported that a storm occurred that night and that the car was not far from a lightning. Preliminary analysis revealed episodes of ventricular noise oversensing that led to inappropriate shocks. The noise pattern most probably originated from emi (electromagnetic interferences).